Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced a blood glucose level (bg) below 54 mg/dl, specific value not provided. The customer consumed carbohydrates to address the low bg. The customer reverted to an alternate method in insulin therapy.